Manufacturer narrative:
(B)(6).

Event description:
Received info the pt's back was hurting "like it was on fire". Pt went to physiotherapist and did some exercises while lying down, pt could not sit but could lay on their side. After exercises the device was at 0.00, turned on the stimulation and stimulation was in both legs and should only be in the right leg. Pt is waiting for an appointment to see their hcp. Add'l info has been requested and if received a f/u report will be sent.